Event description:
It was reported that during the procedure, this implantable device was interrogated prior to implanting and exhibited the error code message, 'voltage is too low for projected remaining longevity'. The device was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that during the procedure, this device was interrogated prior to implanting, and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This device was received for analysis.